Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, pacing inhibition and loss of capture on the right ventricular (rv) channel following a car accident. Damage to the lead insulation and conductor coils was suspected; however, fluoroscopy and an x-ray were unable to confirm any lead damage. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this system exhibited noise, oversensing, pacing inhibition, and loss of capture on the right ventricular (rv) channel following a car accident. Damage to the lead insulation and conductor coils was suspected; however, fluoroscopy and an x-ray were unable to confirm any lead damage. A revision procedure was performed and the system was removed from service and replaced. No additional adverse patient effects were reported. Additional information received indicated that this previously surgically abandoned right ventricular (rv) lead was explanted. No additional adverse patient effects were reported. This rv lead will not be returned for analysis as it was retained by the explanting hospital.